Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance, the pd1200 would not power up. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The initial report's description of the event contained a statement in the first sentence stating " complainant alleged during biomedical department's routine testing and preventative maintenance of the device, the pd1200."when in fact the sentence should have stated "complaintant alleged during the biomedical department's routine testing and preventative maintenance of the device, the pd1200 would not power up. This report is updating section "b5" to correctly describe the event. Zoll's tech svc dept verified customer complaint that battery will not power up device. Battery was found to have external damage on the left side bottom corner. The cause of the damage to the battery is unk. The initial and subsequent follow up incorrectly reported sections "d4" and "e2". This report is updating section "d4" to correctly report that the operator of the device was a "biomed" and section "e2" to correctly report that the initial reporter is not a health professional. This event was inadvertently reported twice by zoll medical. Pd1200 unit serial number 3281, with battery serial number 0207-5096-108 was only reported to have failed once. Reference to 1220908-1997-00398 for duplicate.